Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt was seen in clinic during follow-up in backup vvi. Due to low battery status further troubleshooting could not be performed. Device replacement will be scheduled electively due to device approaching eri. Backup vvi status report was not received.